Event description:
The customer obtained ten, higher than expected vitros phbr quality control results (qc h1648 result1=36.6 g/ml, qc h1648 result2= 38.4 g/ml, qc h1648 result3= 34.9 g/ml vs. An expected qc h1648 result =27.75 g/ml; qc j1649 result 4 =74.3 g/ml, qc j1649 result 5 =77.9 g/ml, qc j1649 result 6 =76.2 g/ml, qc j1649 result 7= 79.7 g/ml vs. An expected qc j1649 result =61.14 g/ml and biorad level 1 result 8= 14.0 g/ml vs. An expected biorad level 1 result 8=9.4 g/ml; biorad level 2 result 9= 41.3 g/ml vs. An expected biorad level 2 result 9=30.0 g/ml and biorad level 3 result 10 >80 g/ml vs. An expected biorad level 3 result 10=62.3 g/ml) while using the vitros 4600 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report that patient samples were affected or reported. There was no allegation of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that ten, higher than expected vitros phbr quality control results were obtained while using the vitros 4600 chemistry system. There was no report that patient samples were affected. An ocd field engineer suspected the root cause of the issue to be ir wash shuttle and performed related service actions. Following the service actions performed, the customer restored the phbr calibration to expected performance. Therefore, the most likely assignable cause is an instrument related issue. There was no evidence provided indicating that vitros phbr slides had malfunctioned. A definitive root cause could not be determined.